Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The epg has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also found that the battery drawer would stick, there was contamination in the battery department, the hanger was contaminated, both output connectors were contaminated, and the main printed circuit board (pcb) was out-of-specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. F information is provided in the future, a supplemental report will be issued.